Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported the patient presented to the emergency room (ER) with what was thought to be baclofen withdrawal. The patient experienced pain, increased heart rate, increased spasticity, increased secretions, and an increased temperature. The reporter received a message on the clinician programmer stating the pump was in safe state. The reporter was unable to navigate to the tools tab on the clinician programmer; only the prescription tab. After further review, it was determined that the infusion was set to simple continuous, but the daily dose was blank. The patient was supposed to be on flex dosing. After placing the pump at minimum rate mode, it was determined that the pump went to safe stated due to a low battery reset that occurred on (B)(6) 2015. The safe state was not associated with an MRI or any sources of electromagnetic interference (emi). The pump was stated to have ¿shorted out,¿ but it was explained that it was unknown what happened to the pump until analysis was performed. The pump was replaced on (B)(6) 2015. The existing catheter was left in the intrathecal space (¿tied off/ligated¿) and a new catheter was placed. The patient recovered without permanent impairment. The pump was thought to be delivering lioresal, but the reporter was not certain. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.